Event description:
During the second cycle of the plasmapheresis procedure a hemoglobin detect alarm occurred. The operator visually observed blood present in the plasma tubing. Operator proceeded to open the hemoglobin detect door and released some of the cuff pressure. Blood in the plasma tubing was no longer present and the procedure could be continued. Blood was returned with no problem. Upon the start of the third cycle the separation device was not completely filled with blood. Consequently the apheresis kit was disconnected at this time. Filling two sample tubes with blood checked the blood flow. Autopheresis kit was reconnected. A second hemoglobin detect alarm occurred and the procedure was immediately discontinued. When the kit was removed a kink was noticed in the blood tubing. Collected plasma volume was 153g. While still at the blood bank the donor noticed blood in the urine while visiting the restroom. ER dept at hosp was contacted and attending dr saw the donor. Urine sample was visibly red and a control tester confirmed that there was blood/hemoglobin present. The donor's plasma was examined with regard to free hemoglobin, which was 608mg/l. Subsequent morning urine of donor was normal as stated by donor. MFR's batch review is pending for this lot number. Apheresis instrument was checked and maintained according to routines. Logbook contained no remarks. Instrument would be taken out of svc for technical svc. No operating problems had been reported after the above-described incident. Unless substantially significant info becomes available, this constitutes a final report.